Manufacturer narrative:
B1 - adverse event/product problem: corrected. B2 - outcomes attributed to ae: corrected. H3 and h6 codes: updated. It is not anticipated that the reported malfunction would result in interruption of therapy or serious injury.

Manufacturer narrative:
No product was returned. The reported issue cannot be confirmed as no product was returned for investigation. If the product is returned, this complaint will be reopened for further investigation. A device history record (DHR) review was conducted which indicated all inspections were completed and no issues were noted during manufacture.

Event description:
It was reported that during a peripheral intravenous line insertion performed by a healthcare professional, a patient experienced a complication in which the clear plastic safety needle device became stuck inside the yellow catheter hub due to the needle appearing warped and permanently lodged. While attempting to separate the components, the patient's blood vessel was damaged and the procedure was aborted. There was a patient involvement with harm.